Event description:
Health professional reported alleged "band and port explanted due to increased gastroesophageal reflux and weight loss failure." Health professional has declined to provide any add'l info at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Gastroesophageal reflux disease is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling address the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."